Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular capture management (vcm) did not function on the replacement implantable pulse generator (ipg) after it was implanted. It was further reported that a vcm test did not complete due to pacing lead noise. The ipg and pacing lead remain in use. No patient complications have been reported as a result of this event.